Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated a motor stall occurred on (B)(6) 2017 at 10:50 with a recovery at 11:15. The patient was at his desk at the time it occurred and heard the pump alarm. The patient was not aware of anything that could have caused it. No other stalls or issues were seen in the logs other than a stall and recovery from (B)(6) due to an MRI. No patient symptoms were reported. No further patient complications have been reported as a result of this event.